Manufacturer narrative:
(B)(4). It was reported during the end of an atrial fibrillation (afib) procedure, it was noted that all signals, intracardiac (ic) and body surface (bs) ECG's were lost on both the bard system and the carto 3 system. All the cables and catheters were disconnected. All relevant cables were replaced. It was noted that when disconnecting the c3 nav variable lasso catheter, all signals returned on all systems. The c3 nav variable lasso catheter cable was replaced with a new one, but the problem still persisted. The catheter was removed from the patient without any problems and replaced with a new catheter and the problem was resolved. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then, per the event reported, the catheter was electrically tested and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the end of an atrial fibrillation (afib) procedure, it was noted that all signals, intracardiac (ic) and body surface (bs) ECG's were lost on both the bard system and the carto 3 system. All the cables and catheters were disconnected. All relevant cables were replaced. It was noted that when disconnecting the c3 nav variable lasso catheter, all signals returned on all systems. The c3 nav variable lasso catheter cable was replaced with a new one, but the problem still persisted. The catheter was removed from the patient without any problems and replaced with a new catheter and the problem was resolved.